Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose(bg) level was "high"; although specific value was not provided. Elevated bg was address by manual insulin injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.